Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number and product was not returned.

Event description:
This complaint was identified during an internal assessment as part of asd (B)(4) related to inratio complaints received at the (B)(6) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. This event occurred in (B)(6). The customer reported unspecified discrepancies of > 50%; however no actual results were provided. There was no additional information provided.